Event description:
It was reported that during an a-fib procedure while the physician was mapping with an ez steer thermocool nav bi-directional catheter, when ablation was about to be conducted, the patient¿s blood pressure dropped. An effusion was confirmed by echocardiography and the procedure was interrupted. Fluid was drained immediately and the patient's condition became stable. The case was completed. Additional information provided stated that the physician¿s opinion regarding the causality of the event was that the bwi products have no relation to the effusion. The physician confirmed that the effusion was due to a puncture which was performed by inserting to deep a cs competitor¿s catheter. The updated patient¿s condition was reported as recovered.

Manufacturer narrative:
Product analysis investigation could not be conducted since the device was not returned to bwi. The lot number provided by the customer was 15786541m. Based on this information, device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system us catalog #: fg540000j, serial #: (B)(4), cs competitor's catheter. (B)(4).